Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing multiple low blood glucose (bg) levels ranging in the 30s mg/dl. Bg cause was not known. Customer consumes protein and tea to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.